Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous multiple low blood glucose (bg) levels. Reportedly, the customer had a blood glucose of 59 mg/dl on the morning of the report and the reported issue was resolved. The contact reported having made changes to the basal rate settings. The contact declined to provide additional information.